Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician tested model lap top ventilator 1150. The unit passed all testing and met all carefusion manufacturer specifications. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported a patient was then found unresponsive while connected to model lap top ventilator 1150. The patient's family called emergency responders cardiopulmonary resuscitation (CPR) was performed. The patient was pronounced deceased later that day. The customer confirmed there was no ventilator malfunction noted and unit is returning for evaluation only.